Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 3 staples remaining in the cover block, indicating that at least 32 staples were fired by the customer. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of misfire/jamming - staples not firing could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the informa tion and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that " the hcp failed to fire the skin stapler during use on patient". The patient's current condition is reported as "fine". Please see associated MDR# 3003898360-2024-01149.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that " the hcp failed to fire the skin stapler during use on patient". The patient's current condition is reported as "fine". Please see associated MDR# 3003898360-2024-01149.